Event description:
There was an allegation of a questionable ise indirect gen 2 result from the cobas 8000 cobas ise module. The initial result was 153 mmol/l and was reported outside of the laboratory and doubted by the medical doctor. The repeat result was 137 mmol/l. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer found an issue with a solenoid valve and replaced it along with the sample pipettor assembly, sample probe, vacuum valve, the internal standard/diluent nozzle, and the brass buttons. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.